Event description:
On (B)(6) 2009, the pt reported that once or twice in the past a "miniscule amount" of insulin spilled into the cartridge chamber of his infusion device. He said he immediately dried it with a tissue. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.